Manufacturer narrative:
Initial medwatch sent to the FDA on 02 sept 2020. Apollo's response: upon further review, we determined that the adverse event reported was not device related but we would still like to notify the FDA about this case.

Event description:
Patient passed away due to a stroke and still had their balloon in place.